Event description:
Customer states that circuit tubing melted while in use on expiratory side of circuit.

Manufacturer narrative:
A site visit was made to the apria facility to view the circuit. The sample viewed at the facility was found to be assembled correctly and the wires, through testing of their resistance were found to function properly. The tubing of the sample viewed at the apria location was found to be flattened at the location of the melt. The staff has indicated that the sample maintained by their customer has similar flattening of the tubing. It is suspected that the circuits were pinched between two objects or that the pt had layed on the circuit, therefore, placing pressure on the circuit at this location. Current labeling indicates two warning statements: do not place material on or around the heated wire tubing and no not use the heated wire circuit without gas flow. Several samples from the same lot were setup at facility the way the end users indicated in order to simulate the conditions at the time of the melt. The melting of the tubing and the flattening of the tubing could not be recreated under normal operating conditions. The flattening of the tubing could only be duplicated when pressure was applied to the outside of the tubing while in use. However, the melt could not be recreated. Also a weight was placed on top of a circuit which was not in use for several days. When the weight was removed the tubing returned to its original shape, which did not occur with the tubing which had been heated during use.